Event description:
The customer reported that while pipetting an hbc plate on summit it was observed that no sample/no diluent was dispensed to wells b1, c1, d1, e1, c4, d4, and e4 of the microwell plate. No error was generated. No death or serious injury was associated with this incident.